Manufacturer narrative:
Two opened cystitome and cannula (c&c) cannulas in bodies and lids were received, the samples were visually inspected and found to be nonconforming, the cannulas had damaged tips. The samples were visually inspected for cannula burr and were found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned samples are visually non-conforming with the tips of the cystitome damaged; therefore, a blunt needle was confirmed; however, how and when the tips of the cystitome became damaged could not be determined and a root cause for the reported issue could not be determined. The samples were found to be conforming for the report of burred tips, therefore a burred tip as described in the complaint was not confirmed and the root cause could not be confirmed. The cannulas were found conforming for burrs; however, the exact root cause for the damaged tip samples is unknown, therefore specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Any nonconformance, such as the damaged tips exhibited on the returned opened samples is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery an ophthalmic cystotome and cannula had burr on it and it could not penetrate through the capsular bag. The procedure was completed with another product. There was no patient harm reported.